Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the batteries ((B)(4) ) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned batteries ((B)(4) ) revealed that the devices passed visual inspection and functional testing. Failure analysis of the returned battery ((B)(4) ) revealed that the unit passed visual inspection. However, the test equipment was unable to read the battery¿s ((B)(4) ) status due to a sealed state. The sealed state does not impact the normal operation of the battery. A software reset was able to reestablish communication with the test equipment. This is an additional observation not related to the reported event, likely due to a communication error between the controller and the battery, causing the battery to unintentionally enter a sealed state. Log file analysis was not conducted since log files covering the event date were not available. As a result, the reported premature power switching, and intermittent beeping event could not be confirmed. A power source lubrication procedure was performed on (B)(4) on 17-jul-2018, prior to the reported event date. There is no evidence that the lubrication procedure was performed on (B)(4) . As a result, the reported event could not be confirmed. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the reported premature power switching event can be attributed, but not limited, to communication errors and/or momentary disconnections due to temporary corrosion of the controller-port/ power-source pins. However, the reported beeps are most likely attributed to momentary disconnections between the controller and batteries. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac trans plantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Additional products: heartware ventricular assist system: battery. Model #: 1650de; catalog #: 1650de; expiration date: 31-jul-2017; serial #: (B)(4); UDI #: (B)(4). Device available for evaluation? No. Mfg date: 31-jul-2016. Labeled for single use? No. (B)(4). Heartware ventricular assist system: battery. Model #: 1650de; catalog #: 1650de; expiration date: 31-jul-2017; serial #: (B)(4); UDI #: (B)(4). Device evaluated by MFR? No. Mfg date: 31-jul-2016. Labeled for single use? No. (B)(4). Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that three batteries exhibited power switching associated with intermittent beeping despite previous lubrication servicing. The batteries were exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted due to the reopening of an internal investigation that resulted in a clarification to the device failure narrative and device coding. The awareness date of this report is based upon the completion date of the reopened investigation activity. Product event summary: three batteries (B)(4) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned (B)(4) revealed that the devices passed visual inspection and functional testing. Failure analysis of the returned battery (B)(4) revealed that the unit passed visual inspection. However, the test equipment was unable to read the (B)(4) status due to a sealed state. The sealed state does not impact the normal operation of the battery. A software reset was able to reestablish communication with the test equipment. This is an additional observation not related to the reported event. Based on an investigation conducted, the most likely root cause of the battery sealed state condition event can be attributed, but not limited to a communication error between the controller and battery and/or a fault in the main integrated circuit that controls the battery, causing the battery to unintentionally enter a sealed state that prevents the controller from obtaining the battery's serial number. Log file analysis was not conducted since log files covering the event date were not available. As a result, the reported premature power switching, and intermittent beeping event could not be confirmed. A power source lubrication procedure was performed on (B)(4) in accordance with the requirements under fsca cvg-18-q4-19 on (B)(6) 2018, prior to the reported event date. There is no evidence that the lubrication procedure was performed on (B)(4). As a result, the reported event could not be confirmed. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the reported premature power switching event can be attributed, but not limited, to communication errors and/or momentary disconnections due to temporary corrosion of the controller-port/power-source pins. However, the reported beeps are most likely attributed to momentary disconnections between the controller and batteries. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.